Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a decanav and during the operation, a signal loss was observed on all ECG (bs + ic) channels. The physician did not have any intact ECG signal available to monitor patient heart rhythm. The signal loss was observed on carto® and recording system. During the signal loss, the affected catheter was inside the patient' s body. A second device was used to complete the operation. There was no adverse event reported on the patient.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device 31684290m number, and no internal actions related to the reported complaint condition were identified. The noise issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).